Event description:
It was reported that the patient experienced bgs between 5 and 20 mmol/l. Troubleshooting was performed, and the pump passed the prime test, but failed the high pressure test twice. The pump gave a motor error alarm during the second test. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed the displacement test, self test, excessive no delivery error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.